Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on(B)(6) 2018 till (B)(6) 2019 with blood glucose of 500 mg/dl to 801 mg/dl. The customer reported that she didn¿t had pump supplies at the time of hospitalization. The customer did experienced the symptoms such as nausea and vomiting. The customer was treated by insulin drip. The insulin pump will not be returned for analysis.